Manufacturer narrative:
(B)(4).

Event description:
A consumer later reported they had a chiropractor treatment, decompression, and the equipment had turned their device off. The patient had asked their chiropractor and they had told the patient that it should affect the device. The patient had realized the device might have been off, so they found their controller and called a manufacturing representative who had helped the patient turn stimulator back on with the controller. The issue was resolved. This had occurred a couple of months ago, 2016.

Event description:
The consumer reported having problems and was not sure if the device was working. The patient's indication for use was parkinsons dual.

Event description:
Additional information received from patient indicated that they experienced increased tremors.

Event description:
Additional information received from a manufacturer representative reported they had been contacted by the patient a couple of months ago and the patient had stated their parkinson's disease symptoms were rather suddenly back. The patient was not sure if the implantable neurostimulator (ins) was on. During troubleshooting, the patient found the ins was off so they turned the ins back on and they started to feel better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.